Event description:
It was reported that after a thr that took place on (B)(6) 2024, the patient's hip was deemed to be infected. A revision surgery took place on (B)(6) 2024 to remove the r3 0 deg xlpe acet lnr 36mm x 58mm and the oxinium fem hd (B)(6) 36 mm -3. Current patient status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection of the r3 0 deg xlpe acet lnr 36mm x 58mm and the oxinium fem hd 12/14 36 mm -3 reveal some scratches on both devices. This inspection was conducted using a magnifying glass. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the liner, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the femoral head, the complaint history review revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified as a potential complication associated with total hip arthroplasty surgery, primary or revision. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.